Manufacturer narrative:
Corrected information: upon further review it was found that the health effect - impact code (4629 - device revision or replacement) submitted under 3012236936-2023-01231 on 31 may 2023 was inadvertently incorrect. The correct coding is 4631 - more complex surgery. This report is submitted to correct this information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was dissatisfied with the results following intraocular lens (iol) implantation. The iol was explanted and replaced with a zct150 model lens with 23.0 diopter. No other medical interventions were reported. The directions for use where followed. Through follow up it was learned that the lens was implanted and explanted in the same day: (B)(6) of (B)(6). The diopter and cylinder of the explanted iol and the implanted iol differ significantly. For this reason, the employee who reported the incident assumes that the measurement in the preliminary investigation was incorrect. Patient is satisfied with the new iol implanted. No further information was provided.